Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon interrogation, it was noted the right atrial lead exhibited a substantial increase in capture threshold. Further investigation noted that in (B)(6) 2018, the device was reprogrammed due to an increase in capture threshold at that time. Sensing and impedance were adequate. Isometric testing on the patient's left arm resulted in no noise noted on the atrial electrogram. The device was reprogrammed. The patient was stable and would be monitored.